Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a case of exaggerated exuberance: iatrogenic atrioventricular block/intra-hisian wenckebach during conduction system pacing. Journal of arrhythmia. 2024;40:156¿159. Doi: 10.1002/joa3.12968 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding conduction system pacing. The authors described a patient who underwent an implantation and experienced inadvertent injury to the atrioventricular conduction system. There was a transient right bundle branch block (rbbb) followed by a complete av block (cavb). As the implant went on, there was resolution of the cavb, but there was still residual first-degree av block/ rbbb and intermittent av wenckebach. Intra-hisian wenckebach was demonstrated during pacing at a faster cycle length. Because of this, the patient required the pacemaker to be programmed to a dddr mode with a nominal av delay. Follow-up interrogation at one month in aai mode revealed sinus rhythm with 1:1 av conduction, normal pr interval, and a narrow qrs with resolution of rbbb. The lead remains in use. No additional adverse patient effects were reported.